Event description:
Information was received from a patient who was receiving bupivacaine, unknown baclofen, and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient experienced a 90% lag. Agent walked patient through closing out of all running applications and clearing the data. The troubleshooting steps that were taken on the call resolved the issue. [See 709156935 for related event].

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# rf8t50thika implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.